Event description:
It was reported that, during replacement procedure, the non boston scientific right ventricular (rv) lead was removed from the old device and connected to this pacemaker, nonetheless, the pin did not go all the way inside. Therefore, it was inserted forcefully and then secured. Additionally, the non boston scientific right atrial (ra) lead was broken during explant procedure. This device remains in service. No adverse patient effects were reported.